Manufacturer narrative:
Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, and combination back and leg pain. It was reported that the patient experienced therapy suspension due to loss of efficacy resulting in system modification of ins explant which was the patient's decision.